Event description:
The customer called in to report that she first run her qc on the tango optimo and it almost completed. Before the completion of the qc, the customer run a type and screen sample, but ran this sample as an emergency sample. This was the only patient sample she was running at the time. The sample ran on the tango optimo, but at the completion of the sample, the abo/rh resulted fine as a b positive, but the antibody screen which was a 3 cell screen, biotestcell-3 lot # 8207011, had no igg added to the wells. The customer said the tango optimo called the cell buttons that had no igg added a 2+ reaction and no red flag popped up. The analysis of the submitted gave no information on this event. The date of this alleged event has been deleted by the customer in the daily journal and thus the relevant sample data have been deleted as well. Due to the provided fax images (black/white pictures) we cannot assess whether igg was added into the wells or not. A quality control run successfully. We thus classified this incident as a single event.

Manufacturer narrative:
This is our combined initial and final report on this incident.